Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening extended on the radius, red biological tissue, and overweight. A visual and microscopic analysis was performed which identified wear abrasion, creases fold, and sharp broken on radius due to a surgical impact opening, for the stress mark in the shell. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken on radius due to a surgical impact opening.

Event description:
The device has been explanted.

Manufacturer narrative:
This report is late due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device remains implanted.